Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the oxygen (o2) sensor with a sensor from the customers stock. The sensor will not be returned for investigation.

Event description:
It was reported that a ventilator oxygen (o2) sensor had broken threads. There was no report of patient involvement.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.